Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, the mapping catheter was noted to be deformed. The mapping catheter was then "stuck in the tissue" and was detached by pulling the catheter. The mapping catheter was replaced which resolved the issue. The case was completed with cryo. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the 990063-020 mapping catheter with lot 219585304 was returned and analyzed. Visual inspection showed that the loop was damaged, out of plane and kinked, and the electrodes were bent and crushed. The shaft was broken at 1.8 inch from the lemo connector, and the introducer was broken from the distal end as well. In conclusion, the reported clinical adverse event (entrapment) cannot be confirmed through testing. The reported "deformed" mapping catheter was confirmed. The mapping catheter failed the returned product inspection due to a damaged loop, loop kink, broken shaft and broken introducer. If information is provided in the future, a supplemental report will be issued.